Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on even after they tried inserting fresh new batteries as well as customer noticed that the insulin pump has crack inside and outside the battery compartment. The customer's blood glucose level was 85 mg/dl. The customer was assisted with troubleshooting. The customer was advise to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. However, device received with cracked lcd top left corner. Device also received with cracked case(battery tube), cracked battery tube threads and faded serial number label. P-cap locked in place properly during testing.